Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event (B)(6) low-grade chronic infection (pt: injection site infection), was deemed to meet the serious criteria of hospitalization and required intervention to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed as the lot number was not reported. Jeon, h.b., yoon, j.h., lim, n.k. (2022). Midface infection after covid-19 vaccination in a patient with calcium hydroxylapatite dermal filler: a case report and literature review, archives of plastic surgery, 310-314. Doi https://doi.org/10.1055/s-0042-1748643. Issn 2234-6163.

Event description:
This MDR is related to MDR 3013840437-2022-00091 referring to the same patient. This literature report from korea concerns a 47-year-old female patient. She was injected with radiesse, into the nasojugal groove, about 14 years ago. The patient had no medical comorbidities and allergies. After the radiesse injection, the patient experienced mild swelling in both cheeks once a year on average, but it improved spontaneously within a few days. It was further described as a low-grade chronic infection for 14 years. There were no such symptoms within recent months, including after the first dose of the covid-19 vaccine 3 weeks ago. She visited the emergency room due to midface swelling and pain, 3 hours after receiving the second dose of the mrna bnt162b2 covid-19 vaccine (pfizer). It was also described as a delayed inflammatory reaction. The firm mass-like nodules presented on both cheeks, but symptoms such as erythema and tenderness were much more prominent on the left side. The initial enhanced computed tomography (CT) scan, showed abscess-like lesion on both cheeks. The next day, the authors performed incision and drainage under general anesthesia. During operation, yellowish pus-like materials bulged out. They conducted the bacterial/fungal/tuberculosis culture, cytology, and biopsy immediately. The initial treatment was aimed at simultaneously controlling antibacterial and immune regulation. The first sets of empirical antibiotics were the unasyn (2250 mg intravenous, from day 0 to day 15), clindamycin (900 mg intravenous, from day 0 to day 4), and netilmicin (300 mg intravenous, from day 0 to day 15) for wide spectrum coverage until the culture result come out. And then 125mg intravenous methylprednisolone was applied for 3 days. The c-reactive protein level, which increased to 7.13 mg/dl the day after surgery, decreased to 0.97 mg/dl on the third day after surgery, and normalized to 0.29 mg/dl at 7 days after surgery. Postoperative 1-day image with enhanced computed tomography showed sequelae after removing the abscess. Postoperative 1-day image with magnetic resonance imaging showed diffuse soft tissue inflammation on both cheeks. Meanwhile, the (B)(6) was reported at postoperative 7 days; hence they changed antibiotics to (B)(6) (4 g, intravenous) the following day (from day 8 to day 15). As reported the wound culture on day 1, day 3 and day 8 showed (B)(6) and on day 10 and day 13 showed no growth. In biopsy, it showed amorphousbasophilic foreign materials with inflammatory cells. As reported, she had quiescent inflammatory granuloma due to low-grade chronic infection. Although soft tissue inflammation and fluid collection were observed on the enhanced computed tomography scan and magnetic resonance imaging the next day after surgery, her symptoms such as swelling and erythema improved day by day after surgery. However, the sero-bloody discharge continued to come out and was maintained by penrose drainage for 2 weeks. The patient was hospitalized until day 15. From day 15 to day 21, she received 1g of intravenous ceftriaxone as outpatient treatment. A complete recovery was achieved at 3 weeks after the treatment. Due to the provided information, the outcome of the events was considered as resolved. In the opinion of the authors, the normal reaction of tissue to any foreign body was typically phagocytosis, which was known as the single most important factor that decided the longevity of the fillers. Failure to effectively phagocytose led to formation of granuloma, while the aggregates of activated macrophages took on an epithelioid morphology, and there were giant cells of different types, surrounded by an infiltrate of t-lymphocytes, that released cytokines including tumor necrosis factor, interferon gamma, and interleukin-12, which continued to activate macrophages. The development of bacterial biofilms or colonies of microorganisms contained in an extracellular matrix that may surround a foreign body possibly resulted in a low-grade chronic infection with idiopathic or injury-induced reactivation. This may cause acute inflammation accompanied by a quiescent granuloma after a significant period of time since the patient had the injection. In the patient, symptoms such as obvious erythematous and tenderness were the first experience after dermal filler injection, and the authors assumed that the rna covid-19 vaccine acted as a trigger to induce a delayed inflammatory reaction. One possible explanation for covid-19 spike protein related to delayed inflammatory reaction with dermal fillers was by binding and blocking the receptors of angiotensin-convertingenzyme 2. Steroid therapy was applied, but such anti-inflammatory treatment did not adversely affect infection control. Rather, the authors felt that the anti-inflammatory treatment improved the patients symptoms faster during the arrival of blood concentration of antibiotics.